Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Lot 3222135 mfg 2023-08-11 exp 2026-07-31. Lot 3145633 mfg 2023-06-20 exp 2026- 05-31. Investigation findings: the complaint of threading difficulty was confirmed due to the circumstantial evidence of catheter tip damage, which appeared to be manufacturing related. Three 22g insyte autoguard catheters were received with six needles and seven open unit packages. The unit labels were from lots 3222135, 3145633, and 3192272. Two of the three catheters exhibited damage at the catheter tip that appeared to be caused by poor tip formation. No defects were observed at the needle tips. The appropriate manufacturing personnel were notified of the catheter tip damage, which likely contributed to the reported events. This incident has been added to our database of reported incidents.

Event description:
It was reported that bd insyte autoguard bc does not thread the following information was provided by the initial reporter: the catheter will not thread after access with the needle. The needle itself is more resistant to piercing the skin and then, once in, advancing the catheter is difficult to do.